Manufacturer narrative:
Fields b1 and b2: corrected reportability type. New information was reported that the patient expired following support discontinuation. The exact date of death is unknown but has been captured as the date of explant. If specific information regarding the date of death becomes known, a supplemental report will be submitted accordingly. Field b5 is being updated to include new information that was reported to the manufacture and was not included in the initial report. The revised b5 provides a complete event narrative. D6b. Explant date was populated based on additional information. Field h1: type of reportable event corrected to death. New information was reported that the patient expired following support discontinuation. Field h6: complaint coding was updated to better describe the reported event based on additional information. Consequently, h6 health effect: clinical/impact and medical device problem coding were repopulated/updated, accordingly. Investigation: the device was not returned as per the customer it was no longer available. Therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Purge pressure high: clinical reported high purge pressure which resolved when tissue plasminogen activator (tpa) protocol was initiated. No product or logs were returned. The cause of the issue was not established as no product or logs were returned. Bleed and hemodynamic instability: the cause for these events was not determined due to insufficient clinical details. Mechanical interaction with blood/hemolysis: clinical reported hemolysis; however, no product or logs were returned. The cause of the issue was not established as no product or logs were returned. Regarding thrombus, in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. And retgrograde flow/low pump flow: clinical reported intermittent retrograde flow alarms and low values seen at p-7. The cause of the issue was not established as no product or logs were returned. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient was cannulated for venoarterial extracorporeal membrane oxygenation (va ECMO) and was supported by an intro-aortic balloon pump prior to the decision to implant the impella 5.5 for additional support. On the 9th day of support the patient was successfully weaned and decannulated from the va ECMO. On the 36th day of support, it was reported that the purge pressure was increasing, and the purge flow was lower than expected. The purge cassette was exchanged, and the purge line was inspected for kinks. No kinks were observed, and the purge cassette change did not resolve the purge issues. The medical team then elected to add tissue plasminogen activator (tpa) to the purge solution. After the tpa was completed, the purge pressures came down into expected ranges and purge flows increased to expected ranges. Additionally, it was recommended several times to the medical team to replace the impella 5.5 as the device use has exceeded 30 days of use. The patient continues to remain on impella 5.5 support awaiting a heart transplant as of the date of writing this report. New information was reported noted that a thrombus was noted to be forming around the impella cannula at the aortic valve and that the medical team was handling the patient¿s hemolysis. The medical team was resistant to exchange the pump, which had exceeded 30 days of use, as the patient did not have an exit strategy. The medical team considered increasing the patient¿s anticoagulation therapy or potentially adding tissue plasminogen activator in the purge solution, but neither were expected to resolve the complication. Additionally, there were retrograde flow alarms and low flow values observed at performance level 7. The patient¿s lactate dehydrogenase had been increasing over 24 hours, and urine production was decreased. The patient was noted to be very lethargic, with an ejection fraction of 10%. Rather than risk a catastrophic event, the decision was made to place the patient in comfort care and withdraw impella support. The patient expired after support was discontinued. Further information noted treatment was withdrawn as heart failure deteriorated "significantly" and there was no exit strategy (patient was ineligible for ventricular assist device or heart transplant).

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient was cannulated for venoarterial extracorporeal membrane oxygenation (va ECMO) and was supported by an intro-aortic balloon pump prior to the decision to implant the impella 5.5 for additional support. On the 9th day of support the patient was successfully weaned and decannulated from the va ECMO. On the 36th day of support, it was reported that the purge pressure was increasing, and the purge flow was lower than expected. The purge cassette was exchanged, and the purge line was inspected for kinks. No kinks were observed, and the purge cassette change did not resolve the purge issues. The medical team then elected to add tissue plasminogen activator (tpa) to the purge solution. After the tpa was completed, the purge pressures came down into expected ranges and purge flows increased to expected ranges. Additionally, it was recommended several times to the medical team to replace the impella 5.5 as the device use has exceeded 30 days of use. The patient continues to remain on impella 5.5 support awaiting a heart transplant as of the date of writing this report.